Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the right common iliac. After atherectomy was performed on the lesion, the 9.0/40mm/135cm absolute pro stent was deployed successfully at the lesion. Resistance was felt advancing an armada balloon catheter through the deployed stent for post dilatation; however, post dilatation was performed at 6 atmospheres successfully, with no issues during deflation. After post dilatation, on angiography the stent implant was observed to have fractured stent struts and was elongated into the aorta. An omnilink stent was advanced and deployed compressing the fractured stent to the vessel wall at the lesion site. There was no issue reported with the a balloon other than the resistance felt advancing through the deployed stent. No additional intervention was performed and the procedure was ended. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The absolute pro stent mentioned is being reported under a separate medwatch report #.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.